Manufacturer narrative:
H2) correction: d1, e (facility name, street 1, street 2, city) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that a non-recoverable error occurred on the arm cart assembly. A failure code for 'instrument drive unit controller torque out of limit' and a failure code for 'instrument drive unit controller torque redundancy' were observed, indicating a instrument drive unit (idu) torque sensor issue. These failure codes indicate non-recoverable inoperable errors. The idu was replaced to resolve the issue. Evaluation of the logs indicated that the arm cart assembly triggered an error code for 'idu torque sensor redundancy failure', causing a calibration failure to keep happening, even when the arm cart was changed. An error code for 'arm failure: idu torque sensor range' was also observed, which is a non-recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the instrument drive unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a ventral hernia procedure, the arm cart assembly had a non-recoverable error. The surgery was delayed by fifteen minutes. There was no injury to the patient.

Event description:
It was reported that, during a ventral hernia procedure, the hugo ras arm cart assembly (aca) had a non-recoverable error. The surgery was delayed by 15 minutes. No injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.